Manufacturer narrative:
The device involved in the event has not been returned for evaluation. No correspondence has been received regarding a definite date of return of the device. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information stating that during embolization of an a2 anterior cerebral artery aneurysm, the doctor used a 45 degree echelon-10 microcatheter with an x-pedion 14 guidewire and could not deliver the catheter to the lesion site. The doctor then tried to withdraw the catheter for reshaping and found the distal marker of the catheter had broken off and dropped into the small distal small cortical blood vessel. No intervention was done and the patient is in good condition now.

Manufacturer narrative:
The catheter was returned for evaluation. The distal marker band was found to be dislodged. The tubing material at the distal tip was stretched with jagged edges and exposed braiding. The broken end exhibiting deformation of the tubing material indicates that the catheter broke when pulled and exceeding the tensile strength of the tubing material. The proximal marker band was also found to be damaged. However the cause for this damage could not be determined. The length of the distal edge of the proximal marker band to the broken distal end was measured to be approximately 28.8mm. Approximately 2.5mm of the catheter tip was found to be missing. Based on the reported information this missing segment remains within the patient. No other anomalies were observed. All catheters are 100% inspected for damage and irregularities during manufacture. In addition, the lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).